Event description:
It was reported that, "putting sets back in order, noticed the mantis cannulated awl has a broken tip."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.